Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gone to the hospital for a non-diabetes related incident, and her pump was exposed to an MRI and believed to be inoperable. It was reported that the customer was not in a condition to contact the help line. The customer's blood glucose level was unknown. Nothing is being returned or replaced at this time.